Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was reported to be exchanged following a drop of estimated flow to 0 lpm. Provided information indicated that the pump was exchanged afterwards due to further drops of flow being observed after exchanging the controller. The heartmate 3 lvas (left ventricular assist system), serial number mlp-034731, was returned for evaluation revealing multiple blood clogs and tissue-like depositions. It was determined that these findings would have resulted in the flow obstruction. Review of the submitted controller event log file revealed a low flow alarm on 15jul2023 at 16:34:52 due to the estimated flow dropping to 0 lpm and that the driveline was disconnected on 15jul2023 at 16:36:33 to exchange the controller. The log file data did not indicate any issues with the system controller. The pump maintained a speed above the low-speed limit while the driveline was connected. The reported event could not be correlated to a system controller issue. There were no reported issues with the controller. Multiple requests for additional information were made to determine if the exchanged controller would be returned for evaluation; however, no response was received. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 15jun2023. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-05582 covering pump exchange and 2916596-2023-05897 covering the patient death. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Ps 8/15. It was reported that on (B)(6) 2023, flow dropped to zero with consequent hemodynamic decompensation. The pump running symbol remained on. All connections were confirmed. The driveline was inserted, and the safety lock was engaged. An urgent system controller exchange was performed with restoration of flow and improvement in hemodynamics. Log file review confirmed the drop in flow and pump power at 4:34pm. On (B)(6) 2023, the patient was having a ventricular tachycardia (vt) storm and intermittent low flow alarms. The patient underwent an urgent pump exchanged overnight on (B)(6) 2023 due to clotted pump and outflow graft. Post-operatively, it was reported that the patient received multiple shocks for ventricular tachycardia (vt) and atrial flutter. Heparin was held for one day due to pericardial effusion. It was noted that patient was possibly in a hypercoagulable state. The patient ultimately passed away on (B)(6) 2023 related to a stroke.